Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder stabilization surgery, before inserting it into the bone, the push lock broke off from the tip. This happened with two devices. One broken anchor remains in the patient´s bone, where it is fix and can not move. There are no consequential damages for the patent. The second broken anchor was retrieved from the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint could not be confirmed as the broken anchors were not returned. No abnormality found on the returned driver. The most likely cause(s) of this event include improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded.